Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the t2 tibia nail surgery, the surgeon drilled the proximal screw hole of the nail by the 4.2 mm diameter drill, and the drill broke. The surgeon enlarged a hole by the drill of the 5 mm diameter and removed the broken piece from the patient bone. Therefore, the surgeon used the screw of shaft type and the surgery was completed.